Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother, that the customer had blood glucose levels of 47mg/dl. The customer also stated that the needle hub is stuck in the serter. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
One opened/used enlite serter was tested with a new lab enlite sensor. The serter passed per specifications, sensor connected and released properly.